Event description:
Medtronic (covidien) received information from literature review that one pipeline embolization device (ped) was not successfully deployed. A large fusiform aneurysm of the basilar artery could not be treated, because during stent deployment, the ped became caught in the struts of the existing stent, which prevented proper deployment and led to an abortion of the procedure. No patient injury was reported as a result of this procedure. In this article, the authors reported their experience using flow-diverting stents in the repair of 25 aneurysms for which stent-assisted embolization had failed. Citation: heiferman dm, billingsley jt, kasliwal mk, et al. Use of flow-diverting stents as salvage treatment following failed stent-assisted embolization of intracranial aneurysms.j neurointerv surg. 2015 jun 3. Pii: neurintsurg-2015-011672.

Manufacturer narrative:
Off label use: pipeline embolization device (ped) is contraindicated in patients in whom a pre-existing stent is in place in the parent artery at the target aneurysm location. In this study, the ped was used in an off-label manner in a patient with pre-existing nitinol self-expanding stents. The lot history record review was not possible since the device lot number was not reported. The device will not be returned for analysis; therefore, the event cause could not be determined. Serious adverse events from the same article was reported in MDR MFR# 2029214-2015-00731. (B)(4).